Event description:
Meter name: ot ii. Strip name: lifescan. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: slurred speech, sweaty. A pt reported they called 911 and paramedics came. Their meter allegedly prompt message clean test area. The result on their meter was 67 mg/dl. The result on the paramedics meter was unknown. The time difference between pt's meter and paramedics meter was unknown. Treatment was pure glucose. No further info has been reported.